Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, oversensing of noise was observed and resulted in storage of two ventricular episodes. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, oversensing of noise was observed and resulted in storage of two ventricular episodes. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that noise was able to be reproduced with arm maneuvers. Pacing impedance measurements in bipolar were consistently greater than 2,000 ohms, and were 560 ohms in unipolar. A lead fracture was suspected, however, was not confirmed. The device was reprogrammed to unipolar pacing and bipolar sensing and the patient was scheduled for a lead revision procedure. Surgical intervention was undertaken. A venogram was performed and total subclavian vein occlusion was confirmed. The physician elected to place a non-boston scientific leadless pacemaker instead of replacing the lead. The device was reprogrammed to prevent pacing and remains implanted with the rv and right atrial (ra) lead. There are no plans to explant the pacemaker and leads at this time. No additional adverse patient effects were reported.